Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inratio: 2.3, date: (B) (6) 2010, inratio: 7.1, date: (B) (6) 2010, inratio: 3.1. Patient's coumadin dose was withheld after higher than expected results for two days.

Manufacturer narrative:
Investigation pending.